Event description:
Reported by the complainant as follows. Gentleman admitted with severe sepsis. Pt initially on multiple inotropes and heparin. Discontinued due to deranged clotting. Diarrhea caused by antibiotics and enteral feeding. Standard flexi seal inserted for management of diarrhea on (B)(6) 2011. Balloon filled with 40mls water as this is standard procedure on the unit. Ten days after insertion ((B)(6) 2011) and anal pressure ulcer was discovered (at approx 6 o'clock) and there was a small slit from this ulcer towards the perineum. At this time minimal bleeding was noted and the tube was removed instantly. No blood transfusion was required. No medical procedures or investigations were carried out prior to insertion of the device or after the event occurred. This gentleman remains ventilated in itu. Diarrhea has resolved and the wound has healed. The nurse did feel that perhaps in this case the tubing had been pulled a little too tightly from the pt to the side of the bed. This the first time they have had any issues on the unit.

Manufacturer narrative:
The event is deemed serious as medical intervention was required to prevent or permanent impairment of bodily structure or function. From a clinical perspective, a causal relationship between the device and this event is deemed related to the ulceration because there is a temporal association between it and the area where the event occurred. Reported to the FDA on (B)(6) 2011. FDA registration number: reporting site (specification developer): (B)(4).